Manufacturer narrative:
3025141-2021-00045: screw; 3025141-2021-00047: plate.

Event description:
A wrist spanning plate was being implanted into the patient when a non-locking hexalobe screw broke off, requiring removal of the broken screw. Once that was completed, another screw was being implanted when the driver tip broke off in the screw head. The screw with the driver head was removed, along with the acumed plate and another brand was used. This resulted in a delay in surgery of at least 1 hour.